Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a farawave pfa catheter was selected for use. While performing pfa ablation, with a guidewire extended out of the catheter, the physician deployed the catheter to the flower configuration. The physician then attempted to pull the guidewire back. However, the guidewire would not retract nor advance in the catheter at this point. The catheter was removed from the patient and the guidewire was forcefully removed from the catheter. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter is not expected to return for analysis as it was disposed.